Event description:
The pump had error message and then a blank display. Troubleshooting was performed. The error message and the blank display continued. It was stated when the reservoir was placed into the pump the screen went blank. Device was not dropped, bumped, or exposed to moisture.